Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure via left femoral artery using a rotarex device. During procedure, it was reported that abnormal sounds were detected after approximately ten cm suction into the lesion segment. The catheter was retrieved, and damage was observed at the distal tip. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical investigation was not possible. The user report and the provided image contain information regarding catheter noise, audible. After review of the provided image melted tube was observed. No physical sample was received. A clear root cause could not be identified but catheter helix break represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using a rotarex device for right iliofemoral artery decompression therapy. During procedure, it was reported that the rotarex catheter was flushed preoperatively and advanced into the patient along the guidewire. Suction was normal until approximately ten cm into the lesion segment, when abnormal sounds were detected. The catheter was retrieved for external flushing, revealing damaged at the distal tip. The procedure was completed using another device. There was no reported patient injury.